Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2017 5 pm with a blood glucose level of 900 mg/dl. The customer felt symptoms of feeling sluggish. The customer was treated for their blood glucose with IV fluids and food. The customer was wearing the insulin pump during their hospital stay. The customer states that they do not bolus like they should. The customer did not troubleshoot and did not send the product back for analysis.